Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the patient is doing fine and does not wish to pursue any further intervention to address the previously reported issue at this time.

Manufacturer narrative:
(B)(4). Field advisories: 1627487-05242011-002-r; 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced discomfort at her scs ipg site due to the location of the ipg as she has recently lost weight. Surgical intervention may take place at a later date to address the issue.